Manufacturer narrative:
Failure analysis investigation was completed for the force bipolar instrument that was involved with this event. The reported complaint was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. An additional observation not reported by the site was that the instrument was found to have dried residue around the clamping pulley cable groove. In addition, follow-up was performed with the customer and further details were obtained regarding the reported event. The customer noted the tissue it was adhered to was peritoneum for dissection of the hernia. The instrument was in use for about 30 minutes prior to the reported event. No tissue was sticking to an electrode and no bio debris build-up prior to the interaction where sticking was observed. The tissue was caught in the jaws when they would not open. The tissue was released when the jaws finally opened. No tissue was excised and no bleeding due to this event. According to the surgeon, the event impacted the procedure as a whole due to requiring additional time. According to the surgeon, this event did not affect the patient¿s health and there was no concern about this the procedure was completed robotically and the instrument was returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw allegedly "locked." The instrument's hinge broke on the wrist. No tissue was in the jaws when the instrument broke. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi has received the force bipolar instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.